Event description:
Ous MDR - after an implantation time of about 17 months, it was reported that the ICD could not be interrogated. During the revision, it was decided to also replace this lead because of insufficient pacing threshold and sensing values. This lead was capped and remains inside the patient. The ICD was returned to biotronik for analysis.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.